Event description:
The customer reported low blood glucose and needed assistance in regards to bolus wizard settings. Customer stated that he was having too many low blood glucose. Customer was advised that when he is experiencing low blood glucose to use glucose tablets to get it higher than eat and bolus accordingly. Customer's blood glucose last week was 47 mg/dl and another time was 38 mg/dl. He was advised by his nurses to increase basal and change bolus wizard setting but he was not comfortable. Assisted the customer with the adjustments to the insulin pump. Current customer's blood glucose was 110 mg/dl. Customer had low blood glucose and already treated and when he checked, it was 73 mg/dl. Customer stated for the past 5 days his blood glucose was below 150 mg/dl. Customer declined to trouble, he stated he will monitor. It was clarified that customer was not hospitalized. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.